Event description:
The account stated they have a bed that the pt positioning monitor (ppm) will turn off on its own. The nurse stated that the bed exit alarm was set and at some time during the night the alarm turned off on its own. The pt exited the bed and fell and the alarm did not sound. The pt was not injured.

Manufacturer narrative:
The tech performed a function check and found the ppm to be working as designed. No problem found.